Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant it was noted that there were wires at the proximal end of the right ventricular (rv) coil that looked to have unwound slightly. It was suspected that this was due to interaction with the introducer sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.